Event description:
It was reported the pt (B)(6) was involved in a car accident during which time he fell directly impacting the ipg site. After the incident, the pt reportedly experienced problems communicating with the ipg. Surgical intervention was undertaken for further interrogation, and the ipg was found to be damaged. As such, the device was replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.